Manufacturer narrative:
Performance varies in- and out-of-specification. We have extensively tested vitrectomy. Our r & d department has made a change. As was already indicated in the (B)(4), the new vitrectomy will soon be available. Our csc department can tell when the new series is available. No further information available. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. (B)(4). There is limited information and no information on the outcome of this patient.

Event description:
This incident occurred during surgery. Air bubbles were observed and caused injury to patients eye, hence this complaint is concluded as reportable. There is no further information on the injury or the outcome. No product was returned for evaluation.